Event description:
Product was utilized to facilitate maintaining eyelids closed during skin graft and ent repair procedure. When product was removed, both eyelids appeared to have irritation and abrasion/laceration. Patient was treated with topical medication, and did not sustain any long term effect. Product removed from stock; an alternative is being used. Dates of use: during operative procedures in 2009.

Manufacturer narrative:
Method- device not returned and was not able to be tested. Results- no evaluation performed so no results available. Conclusions- device used outside it¿s intended use.